Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "arterial blood pressure (abp) measurement is showing a different measurement than expected" no death or patient /user injury or harm was reported.